Event description:
It was reported that the patient stated that he cannot inflate this inflatable penile prosthesis. Patient services specialist provided valve reset techniques. A revision surgery has not been scheduled yet.